Event description:
It was reported when using the bd pyxis medstation es had failed drawer pockets, preventing user from removing the required medication and causing minor delays to walk around another nearby station to retrieve medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was reported that the drawer pocket was failed. A field service engineer found no issues on arrival. Performed preventive maintenance on the device. The system functioned as intended after the field service engineer troubleshooted the device.